Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found that as received the device could not be interrogated and exhibited a software error message. An undefined value of the model number was identified. After restoring the model number and recalibrating the device, normal function resumed. The cause of the anomaly could not be determined.

Event description:
It was reported that the pt presented in clinic for a follow up visit. The pulse generator exhibited backup vvi operation. The pt experienced muscle stimulation. The device was explanted and replaced.